Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl and current blood glucose of 350 mg/dl. Customer¿s different blood glucose level were 575 mg/dl and 500 mg/dl. The customer did provide details regarding symptoms of their high blood glucose such as difficulty in breathing, dry throat, frequent urination and her body became bothered. The customer treated with the bolus, intravenous fluid and insulin drip. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer reported that they insulin exited at the quick release. Customer wishes to perform the high pressure test. Customer was not using auto mode feature. Customer did not allege insulin pump was under delivering. Customer was feel ok to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.